Event description:
It was reported that: during a laryngoscopy with no traction, the blade split inside the patient's mouth. The clear part of the blade split spontaneously." No patient injury or harm reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was received and sent to the manufacturer for investigation. The manufacturer reports: "during investigation, it was observed that blade welding joint were broken although metal was diffused properly at welded joints. Since blades found dismantled during intubation then we could state that it is manufacturing issue. It is noted that product was manufactured and packed in india. We inspect this product family 100% prior to shipment from india so we can state that it left the manufacturing site fully functional." Based on the investigation performed, the reported complaint is confirmed. The blades were broken into two parts from the welded joints. This is a manufacturing related issue. A non-conformance was opened for this issue. Corrective actions are implemented successfully in may 2019. The device received belongs to manufacturing month prior to may 2019.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: during a laryngoscopy with no traction, the blade split inside the patient's mouth. The clear part of the blade split spontaneously." No patient injury or harm reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during a laryngoscopy with no traction, the blade split inside the patient's mouth. The clear part of the blade split spontaneously." No patient injury or harm reported. The condition of the patient is reported as "fine".